Event description:
Boston scientific crm received information that, during a routine follow-up appointment, it was noted this device had an estimated longevity remaining of 1.5 years. At a previous follow-up eight months prior, the device had indicated a longevity remaining of 2.5 years. It was alleged the battery was depleting prematurely. No adverse patient effects were reported.

Manufacturer narrative:
The device remains implanted. A follow-up appointment was scheduled in three months. No further information is available. This report will be updated if more information becomes available.